Manufacturer narrative:
Ge heatlhcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Event description:
Per translation of physician's report, "due to clinical supra-vts we performed an electrophysiological analysis; when stimulating in the right ventricle apex, a synchron but intermittent (unintended) stimulation occured via the catheter applied via the coronary sinus. Caused by the stimulation artifact and a following atrium signal the physician assumed a pre-excitation (wpw syndrome) and provided an ablation in the coronary sinus with suspicion of a pre-excitation syndrome. When setting up the device, just the stimulation of the right ventricular apex was planned. The simultaneous (unintended) stimulation in the coronary sinus 7-8, in fact is the incident that happened during this application. The early signal of the atrium (due to the cs stimulation, analyzable retrospective) caused a misdiagnosing pre-excitation of the pt and the resulting application of ablation energy as a therapy. As it was expectable later, it was impossible to do an ablation in that area to the tachycardia; an av-nod tachycardia has to be concluded. As result, the pt will have to be treated/analyzed for a second time. The issue of simultaneous stimulations was not discovered before completing the analysis procedure since it is impossible to primarily think of simultaneous stimulations via two catheters. "The pt did not suffer any injury resulting from the ablation energy applied at the wrong place but will have to be analyzed again, since she was misdiagnosed as a result of the wrong stimulation."